Event description:
It is reported that the patient was revised for increasing pain, stem loosening, and resurfacing of the patella. Surgeon states that it was possible that the pt did not follow the post-op protocol for weightbearing and activity.

Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. This report will be amended when our investigation is complete.